Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the dexcom app was reading "high" and the patient decided to take 6 units of insulin for treatment. There was no fingerpick taken to confirm the reading. An unspecified time later, the effect of 6 units of insulin the patient took due to the inaccurate alert resulted with symptoms of hypoglycemia. She was reportedly very disoriented, confused, diaphoretic, and nauseated. The husband had to call 911 and when ems arrived, the bg was 32 mg/dl while the egv was high. The symptomatic hypoglycemia was reversed by unremembered means and she became lucid. The patient recalled being treated with supplemental oxygen. The patient was transported to the ed and stayed for 4 hours for monitoring. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.